Event description:
Chronic pain following inguinal hernia repair surgery using dextile mesh. I've felt the presence of the mesh at all times since coming round from surgery. After three weeks I felt that it was restricting my range of movement and has been continuing to tighten. I believe the mesh has been used to reinforce mostly good tissues but has almost completely missed the original defect. When straining the original bulging sensation from the unrepaired hernia is still there. I've been in constant and deteriorating pain for over two years. It varies from sharp stabbing to pulling and burning sensations over the full area of the mesh. After 9 months I began to get numbness and paresthesia in my right leg following femoral nerve distribution. This has now deteriorated to knee buckling. I have been increasingly tired and now typically sleeping 16 hours a day. My energy levels are at an all-time low. At the time of the occurrence, I was a fairly athletic 37-year-old male.